Event description:
On 3/16/2006 a microaire rep had received a report from all children's hosp. The report indicated that a twist drill had allegedly broken off in the pt's spine. Per immediate follow up with children's hosp, the above was confirmed. It was also confirmed that the surgeon was able to retrieve the twist drill, with no injury to pt, and no further intervention required.